Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of the aortic body and bilateral iliac limbs was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The final patient disposition was discharged home on post-operative day eight with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
The primary device for this event has been corrected to the aortic body stent graft rather than the iliac limb stent graft.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. Two days post index procedure, the patient reportedly experienced an occlusion of the iliac limbs. The physician elected to explant the ovation devices and an aortic surgical graft was placed. The patient is reported as doing well post re-intervention. As of the date of this report, there have been no additional patient sequelae reported.